Manufacturer narrative:
Unit received with constant software error alarm. Unit received with minor scratches on lcd window. Unit received with cracked case at display window corners. Unit received with broken belt clip slot. Unit received with moisture damage to the interface board. No traces of moisture was found at motor assembly per visual inspection.

Event description:
It was reported the customer had water exposure to their insulin pump. Customer's drive support cap was not damaged. Customer's blood glucose was 145 mg/dl. The customer's insulin pump will be replaced. No additional information provided.